Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who had an intrathecal baclofen pump. When the patient was first implanted, the pump had baclofen in it; however, the reporter couldn't speak to what was in the pump at the time of the event. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the patient had a return of spasticity and issues with the pump stalling. The hcp is working on getting the patient a pump replacement. It was noted that the reporter did know when the return of spasticity started or when the pump first started stalling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.